Event description:
The user facility reports incident of a cut in the venous tubing. Due to potential for contamination the pt's blood was not returned resulting in ebl = 100-200cc. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Na